Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device triggered elective replacement indicator (eri) in 2017. The clinic performed a 12 lead electrocardiogram with a magnet which showed the device was capturing, however the representative believed that the implantable pulse generator (ipg) battery was so low that it could not delivery enough energy to pace or capture at maximum output. No further information could be obtained through follow-up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.